Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the flexibility adjustment ring was damaged, the grip was shaved, the switch box had a dent, the switch button 1 had a scratch, the air water cylinder, the suction cylinder, the right/left knob and the up/down knob had discoloration. In addition, the insulation resistance value at distal end did not meet the standard value due to a scratch on bending section, the amount of water contact does not meet the standard value due to nozzle clogging, the water removal ability does not meet the standard value due to clogging of air water tube, the plastic distal end cover had a crack, the connecting tube had a wrinkle and had a cut, and the video connector and video connector case was damaged. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus device, colonovideoscope, was sent to the olympus service center. Upon inspection and testing of the returned device, it was discovered there was foreign material exiting from the air/water nozzle. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of insufficient or incorrect reprocessing scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.